Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. The investigation found that the board was corroded from fluid ingression. The investigation determined that fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. The board and motor were replaced.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an error with code 45636. There were no injuries or adverse events reported.